Event description:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("one device in myometrium") and device expulsion ("one device in myometrium") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant) and pain ("pt has non specific pain"). At the time of the report, the embedded device, device expulsion and pain outcome was unknown. The reporter considered device expulsion, embedded device and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.